Manufacturer narrative:
The troponin t reagent lot number and expiration date were requested, but not provided. The field service engineer determined that the fluidic system for a system reagent needed to be decontaminated. The fluidic system was decontaminated. Instrument checks were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t gen 5 on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 121 ng/l and this value was reported outside of the laboratory. The sample was repeated due to the initial value being a critical high value. The repeat result was 13 ng/l. The repeat value was deemed correct.